Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 404 mg/dl. Customer's current blood glucose was 66 mg/dl. Customer did not experienced any symptoms related high blood glucose event. Customer had been using insulin pump within 48 hours of reported high blood glucose. Customer reported auto mode feature was not used at the time of high blood glucose. The customer continued troubleshooting for the high blood glucose incident. The pump will not be returned for analysis.